Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was receiving morphine [5 mg/ml] at a rate of 0.48 mg/day via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. It was reported that the patient developed an infection at the pump site in the timeframe of (B)(6) 2015 (approximately (B)(6) 2015). At that time, the patient returned to have the pump pocket site revised and cleansed. The infection returned, and the entire catheter and pump were removed in (B)(6) 2015. The patient was re-implanted with a new system on (B)(6) 2016. As of (B)(6) 2016, the issue had resolved, and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.